Manufacturer narrative:
Other, other text: returned device was received for evaluation. During the evaluation of the device the customer reported condition was confirmed. Problem source was traced to manufacturing. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event.

Event description:
Information received a smiths medical breathing/portex general anesthesia circuits leaked. During the pre-use check, leakage of air from the breathing circuit was detected. No patient injury.